Event description:
It was reported that the patient who was implanted with the deep brain stimulation system 6 years ago was experiencing difficulty walking, trouble with falling, and issues with speech. The patient also reported that post the initial programming of the system they experienced over stimulation in the brain and smelled burnt almonds for years after implant. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the next course of action or plan for possible medical or surgical intervention.